Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_unknown_lead, serial # unknown, product type lead.

Event description:
Information was received from a consumer about a patient with an external neurostimulator (ens). It was reported that a patient started their trial on (B)(6) 2017 and it just ended yesterday on (B)(6) 2017. It was reported that the patient couldn¿t get the stimulation to hit the right spot. It was reported that the ¿lead wire that was stitch tied around the wire came out with the wire and it wasn¿t in very far at all.¿ it was reported that it could have been pulled loose during the patient¿s sleep. It was stated that they got the patient taped up and going, but it had not provided the patient with any stimulation where they needed it in their spine. Instead, they felt stimulation in their legs. It was reported that the patient had had three pre-existing back surgeries in the past and they felt like they were just as bad as ever, if not worse. No further complications were reported/anticipated.